Event description:
It was reported that during use of a c-flex polar head positioner the device moved and would not hold in place. There was no allegation of injury from the event. It is noted this occurred in the or setting, at the start of a procedure, and there was no indication the device was going to fail. This event was captured under hill-rom complaint ref (B)(4).

Manufacturer narrative:
The c-flex head positioning system can be used in all types of spinal surgery, giving surgeons and anesthesiologists precise control over the head and cervical spine. The ¿squeeze and position¿ technology supports exact set up and readjustments intraoperatively. Versatility is provided by the ability to use the system with headrests or with skull clamps, the quick-connect coupler making connecting to a skull clamp quick and easy. An extensive range of motion makes the c-flex system ideal for use with extremely kyphotic patients, anterior artificial discs and lateral procedures. Follow-up attempts were made with the customer; however, they have not provided any further details of the initial alleged unintended movement associated with the device, including sequence of events, length of delay allegations (if any), and type of anesthesia provided (if any). The device was inspected by the hillrom engineering & repair team. No noticeable issues were observed to be root cause of the device holding failure. The device was taken apart, no internal parts were damaged, device was put back together with all screws & belleville washers put back into place & tightened. The device was retested & did not show any signs of previous issues involving hold force. There was no allegation of injury or confirmed delay with the event. If there are any concerns on functionality, the product would be removed from service or repair and a backup device used. Inspection confirmed no malfunction of the device or its components. If the positioner were to cause head drop of the patient due to the user not correctly locking the device into place (which could not be confirmed) outcomes could vary from causing a brief delay in the procedure to a potential serious injury. Based on the limited information provided on the sequence of events leading to the device not holding appropriately; hillrom is cautiously reporting this event due to the reported (but not confirmed) potential malfunction (positioner not holding in place) being likely to cause or contribute to a serious injury with recurrence.